Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating, and multiple patients were not showing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was failed to communicate. A field service engineer found station offline due to disconnected network cable. Reconnected cable to wall port. Restored network communication and performed reboot. Verified station connection through remote support and confirmed online. The system functioned as intended after the field service engineer repaired the device.